Manufacturer narrative:
Context: a customer in martinique notified biomérieux of potential misidentification of campylobacter coli as campylobacter jejuni in association with vitek ms instrument (ref. 410895, serial number (B)(6)) customer reported for the same sample two different identifications (ID) with a good percentage of confidence. Results are summarized below: vms software = 3.0 kb =3.2 last fine tuning = 18/01/2023 last preventive maintenance = 16/11/2022 sample = coproculture ech ID = (B)(6) target = ds220928096 bacterial protocol results on 12/12/2022 : a3 campylobacter jejuni 99.9% green square a4 campylobacter coli 99.9% green square other methods : the strain was sent to cnr (national reference center) to perform the antibiogram and they confirm the identification with mass spectrometry (bruker) to campylobacter coli expected ID: no reference method has been done, consequently, the identification to the species level is questionable. Unfortunately, as the strain is not available anymore, it could not be possible to confirm the identification. Investigation: batch history record and complaint trend analysis** there is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. **investigation results** *fine tuning according to the vilink alert tool criteria, no fine tuning was needed during the tests made in (B)(6) 2022. Notes: -the variation of the curves on the two graphs above are due to the variation of the spot quality preparation -good fine tuning and good calibrator spot preparation are a prerequisite for monitoring the system with vilink alert tool. *spot preparation quality the calibrator and sample ¿all peaks¿ values are quite heterogeneous. It needs to be verified with the customer. *kb review campylobacter jejuni and campylobacter coli are present in vitek ms kb v3.2. *sample data analysis reprocessing the customer data with vitek ms kb v3.2 allows to show that the potential misidentification to campylobacter jejuni was obtained: -with a low number of peaks (37), it is near the limit to give no identification results (minimum of 30 peaks for bacteria). In this case, the risk to get ¿doubtful¿ results is high due to a lack of information (missing peaks, not enough peaks to eliminate candidate identification) -with a low resolution (351) the sample ¿all peak¿ are heterogeneous between both spots a1 and a2, it varies between 37 and 81. The spectra from spot a2 contain 81 peaks and allows to get the expected identification (campylobacter coli) based on these findings, potential identification issue is mostly due to a non-optimal sample spot preparation. It needs to be verified with the customer. Additional information : *there are the following notes in the user manual supplements - 161150-924 ¿ a ¿ vitek ms clinical use - v3.2 knowledge base: -campylobacter jejuni : critical pathogens. Handle isolate with extreme caution and send to a reference laboratory for identification confirmation following your laboratory¿s protocol and/or country regulations. I think it the reason why customer sent the sample to cnr. -it is written that ¿additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary for the completion of the organism identification » *the performance characteristics obtained by testing routine fresh and stock strains from patient cultures in clinical microbiology laboratories and biomérieux laboratories in the united states and france allows to show that discordant result has been observed for campylobacter jejuni and campylobacter coli, one discordant result for each of them (1 case of campylobacter jejuni instead of campylobacter coli and 1 case campylobacter coli instead of campylobacter jejuni), cf. Document attached ¿extract performances campylobacter from user manual us¿ *expected identification after investigation based on cnr report the most probable identification is campylobacter coli. No reference method has been done to confirm the expected identification. Conclusion: root cause analysis : non optimal spot preparation

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in martinique notified biomérieux of potential misidentification of campylobacter coli as campylobacter jejuni in association with vitek ms instrument (ref. 410895 (B)(4)). Customer reported for the same sample two different identifications with a good percentage of confidence. Results are summarized below: vms software = 3.0 kb =3.2 last fine tuning = (B)(6) 2023. Last preventive maintenance = (B)(6) 2022. Sample = coproculture ech ID = (B)(6). Target = (B)(6) bacterial protocol results on (B)(6): a3 campylobacter jejuni 99.9% green square. A4 campylobacter coli 99.9% green square. The ID returned to the physician was campylobacter jejuni (reason unknown). Customer explained that there was no patient impact since when the ID is returned, often the symptoms have already stopped; the identification was performed for epidemiology. The strain was sent to cnr and was identified on bruker as c. Coli. An investigation has been initiated.